Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), femoral vein perforation occurred by the introducer which was found using contrast. Pressure was applied to the vein to achieve homeostasis and the leadless ipg was successfully implanted. No further patient complications have been reported as a result of this event.